Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during meniscus repair surgery, t2 of the fast-fix 360 could not be deployed. T1 was removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The t1 was returned off the needle but attached to the suture. The t1 has some deformity from possible manipulation with a sharp instrument such as tweezers. The t2 and suture were returned on the needle. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator cycled the t2 off the needle and continued to cycle as intended. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.